Event description:
It was reported that, during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The pneumothorax was discovered via CT scan of the chest. The target nodule was located in the right middle lobe, 1.5-2 centimeters (cm) away from the pleura and about 1 cm in size. A chest tube was placed immediately upon discovery, and the patient was discharged the same day as the procedure. After 2 days, the patient went to the clinic to have the chest tube taken out. The physician believed that the pneumothorax was ion related but did not provide any further details. Additionally, the pneumothorax was thought to have likely occurred via another modality. There was no device malfunction associated with the event. No further details were provided.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.